Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The common computer controller (ccc) was returned and evaluated by the failure analysis (fa) team. During testing, in lighthouse, errors 41113, and 307 were found confirming that this error did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. As a result of these findings, failure analysis concluded that no root cause could be determined to this vsc ccc cfg unit as error 307 is an unknown issue. Field h8 corrected to initial use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report a repeated non-recoverable fault 41113. The customer attempted to power cycle the system multiple times and reseat the fiber cables, but the error persisted. The technical support engineer (tse) was unable to view system logs in artemis as the logs were not loading. The customer stated that the error was displayed on the patient side cart (psc) screen, while the tower and console appeared normal. The tse suggested powering down the system, removing fiber cables, and powering each system up in stand-alone, or possibly swapping out the psc. However, the surgeon decided to convert the procedure to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the conversion did not result in increasing port size incision or adding additional ports. There was no injury/harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The field service engineer (fse) replaced the common computer controller (ccc)board to resolve the 307 error. The system was tested and verified as ready for use. Isi did receive the ccc involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.